Event description:
The pt was obstructed due to pancreatic cancer. The physician attempted to place a metal expandable stent. The stent would not fully exit the sheath. When the physician pulled the stent and the introducer from the endoscope, the stent deployed. The stent had to be retrieved with rat tooth forceps because too much stent was in the duodenum. After the metal stent was retrieved, a plastic stent was placed.